Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user required assistance pairing a dexcom g7 cgm with the ilet system and the cgm was successfully paired using a provided pairing code. Symptoms included no reported clinical symptoms. Outcomes included no alerts from the ilet, no need for outside assistance, and no medical intervention. Investigation included troubleshooting and user education regarding cgm pairing. Investigation of this case revealed that the device functioned as expected after pairing and no device malfunction was identified. It was concluded, based on established findings for similar reports, that the event was due to use-related issues resolved through troubleshooting and education.